Event description:
Meter name: one touch basic original, strip name: unk, meter code: unk, strip code: unk, strip storage: unk, symptoms: sweaty and shaky. A pt reported they were hospitalized and treated by emt. Their meter allegedly had no power. The pt was unable to obtain a blood glucose result. The result on the emt meter was 30 (no units). The time difference between pt's meter and emt was unk. Treatment was unk. No further info has been reported.